Event description:
Per china aer database: it was reported the anesthesia unit alarmed and then automatically switched from on to off mode during patient use. The patient was immediately bag ventilated and the unit was restarted. It is unclear if the surgery was continued on the original anesthesia unit after restart or if the patient was transferred to a new anesthesia unit.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(6). Legal manufacturer: hcs madison - (B)(4).